Manufacturer narrative:
(B)(4). Evaluation summary: the two explanted clips were returned. Visual inspection of the clips did not find any device issues. There was no report of any device malfunction on the cds. A review of the device history (DHR) record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dyspnea, edema, hypertension, ventricular tachycardia (arrhythmias), and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the patient had respiratory distress and was pre-septic during her admission for congestive heart failure on (B)(6) 2014. The patient also had chronic renal insufficiency and episodes of melena. On (B)(6) 2014, the patient had worsening mitral regurgitation.

Event description:
This cds report is being filed for the fibrotic tissue damage on the posterior valve. It was reported that on (B)(6) 2010 the patient had two mitraclips implanted, successfully reducing the mitral regurgitation (mr) from grade 3 to less than 1. On (B)(6) 2014 the patient was admitted with increased shortness of breath and lower extremity edema that was thought to have been due to diastolic heart failure and pulmonary hypertension (htn). A transthoracic echocardiogram (tte) on (B)(6) 2014 showed a left to right shunt at the atrial level. The degree of pulmonary htn may have been underestimated. The transesophageal echocardiogram (tee) showed an mr of 3+ and both clips were attached to both leaflets. Diuretics and tolvaptan were administered and the condition improved. The physician indicated this event is due to progression of the valvular disease. Cardiac catheterization revealed no significant left to right shunting by oximetry, 1:1 bidirectional shunting and the atrial septal defect was crossed, 3+/4+ mitral insufficiency, pulmonary hypertension, elevated right and left heart filling pressures, preserved left ventricle function with 50 to 55% ejection fraction, and no significant coronary artery disease. The patient underwent surgical replacement of the mitral valve with a porcine valve, atrial septal defect repair, and tricuspid valve repair on (B)(6) 2014.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitral valve and the mitraclips were explanted. Some chordae and papillary muscle were also explanted. Reportedly, there was an abundant reaction of fibrotic tissue found on the posterior leaflet, chords and papillary muscle. The papillary muscle had been pulled up to the posterior leaflet leading to tethering and malposition of the leaflets medial and lateral to the central area at the site of the clip causing mitral insufficiency. The combination of chronic lung disease, pulmonary hypertension, mitral insufficiency and atrial septal defect (asd) led to right ventricular enlargement, right ventricular systolic dysfunction and functional tricuspid regurgitation. The asd was perfectly round, the size of a 24 french catheter and was closed primarily. There was no additional information provided. Concomitant medical products: mitraclip system steerable guide catheter (sgc01st, lot # 091209a0121); clip delivery system: cds02st, lot# 1003010817. The mitraclip was explanted and is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The steerable guide catheter (sgc) referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the patient condition was not responding to increased diuretics prior to the mitral valve surgery. Respiratory insufficiency, anemia, renal insufficiency, and thrombocytopenia worsened. After surgery, the patient was unable to be weaned off of the ventilator and had ventilator acquired pneumonia treated with antibiotics. The patient also had profound muscle weakness and altered mentation on (B)(6) 2014 and episodes of ventricular tachycardia treated with amiodarone in the intensive care unit. A CT scan of the brain found no new acute changes. The patient experienced multiorgan failure including respiratory failure, renal insufficiency, and cardiogenic shock after the surgery and expired on 2/22/14.

Manufacturer narrative:
(B)(4). The reported patient effects of mitral regurgitation and respiratory distress are listed in the mitraclip instructions for use as known possible complications associated with mitraclip. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.